Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The reported event of loss of stimulation/ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester, passed all steps except ucod & batch impedance due to a broken feedthrough wire. The broken feedthrough wire was not related to the reported event. Ppe was unable to determine what caused the battery to deplete.

Event description:
It was reported that the patient had an inoperable ipg. The patient may undergo surgical intervention to replace their ipg.